Event description:
Boston scientific received information that this patient was seen in-clinic following a reported code#1003 (voltage too low for projected remaining capacity) from the patient's monitoring system. The local representative was informed by boston scientific's technical services that the patient should be scheduled for device replacement. The local representative requested that stored data from the patient's monitoring system be analyzed. A review of the stored data from the patient's monitoring system confirmed that a low voltage fault was declared on (B)(6) 2014. The device's voltage is currently 3.021 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were measured. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The stored data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced without incident. The patient requested a call from boston scientific's legal department for further discussions concerning this device malfunction. The legal department was contacted and a request was made to follow-up with the patient to discuss this device malfunction. To date, the device has not been received at boston scientific's return products department.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Manufacturer narrative:
Upon receipt, the device will undergo detailed laboratory testing to determine root cause.

Event description:
The device was received at boston scientific's return products department.

Event description:
--